Event description:
It was reported to boston scientific corporation that a truetome¿ 49 was used in the papilla vater during endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2014. According to the complainant, the during the procedure, the device was inspected prior to use. When the physician attempted to perform an endoscopic sphincterotomy (est) by rotating the truetome, the tissue was not fully cauterized and the tome failed to cut the tissue. The procedure was completed with a different endoscopic sphincterotomy device. Reportedly, the device was inspected and no visible damage was noted with the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Result: no failure detected; the alleged failure could not be duplicated, however, the working length was found to be twisted. Results: visual evaluation of the returned device found the working length to be twisted, especially in the tip area. The distal end of the exposed cutting wire was blackened/ burnt. The distal pierce hole was charred. A functional evaluation found that the continuity between the 2-in-1 connector and the exposed cutting wire was found to be able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and the cutting wire measured and found to be within specification. The condition of the returned unit was not consistent with the complaint incident that the wire won¿t cut. The complaint was not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.